Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. Lesion morphology was reported to be severely tortuous with severe calcification. The lesion was pre-dilated. It was reported that while advancing to the lesion site, the stent dislodged. It was reported that the stent had got caught on calcium. It was reported the stent was deployed. A bare metal stent was used to treat the lesion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolism-device). Patient's condition affected effectiveness of device (severely tortuous with severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (severely tortuous with severe calcification). Other, secondary intervention.